Manufacturer narrative:
The product was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the united kingdom reported the system had shut down a few times over the course of a few days. At times, the system would not restart again, however the green indicator light for the on /off button was still lit. They have tried using different main leads.

Manufacturer narrative:
The device was evaluated, and the reported problem was not duplicated. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.